Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) thru a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there have never been any problems, and the effect on the pain in patient's wrist/hand has been good. Settings: 3- 4+ / 60hz / 120us / 2.0v. For the past few weeks, the stimulator has been spontaneously turning off at random times. The patient notices this due to the increase in pain and then turns it back on. The rep cannot determine why this was happening. There was no contact with magnets. However, since 2024, there have been increased impedances on 2 of the contacts (2 and 6, which are therefore not used in the stimulation). Battery voltage was 2.89v. Troubleshooting will be performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a health care professional (hcp). It was reported that the patient could not name any events that specifically occurred each time the ins turned itself off. The patient did not experience any trauma or other accidents prior to the return of symptoms. When the patient noticed the symptoms returning, stimulation was actually turned off and the patient was able to turn it back on with the patient programmer. The patient did not regularly use the patient programmer to check the neurostimulator. No error codes or messages appeared on the patient programmer or physician programmer. The patient had not been exposed to strong electromagnetic interference. When stimulation was on, the patient still experienced sufficient therapeutic effect. It seemed most likely to the hcp that there may be posture dependent moments when there were elevated impedance values at other points and the ins would shut itself off. The hcp would ask the patient to come to the clinic to test this. Additional information was received from the hcp. It was reported that since the hcp only had access to the old model physician programmer, they wouldn't be able to create a data report with it. The hcp would ask a manufacturer representative if they would be able to do this using the newer clinici an tablet. In the meantime, the hcp would ask the patient to keep a diary indicating when they notice the ins spontaneously switched off. It was noted that the contact points that showed increased impedance are not, and were not, used in the current stimulation. A dditional information received reported that the hcp would make an appointment with the rep. They asked if it would be useful to test impedance in different positions, and if reading out a session report would be helpful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient contacted the hcp again to reported they had an MRI on february 9th (with a system that is already known to have 2 elevated impedances¿). He did turn it off beforehand, but when trying to turn it back on, he receives error code 574 via the mystim. He also can no longer turn the stimulation back on. Technical services noted the error code 574 indicates that no programs or groups are saved on the ins anymore. This code occurs when the ins is not properly programmed/initialized by the clinician programmer or the programming has been lost due to other reasons that may cause memory loss. It may for example be caused by switching between the tablet and n¿vision. To solve this issue, the ins must be reprogrammed with the clinician programmer. Technical services asked if it was possible they saw this code in combination with another code (e.g. 517). The hcp asked if an MRI can cause the issue but technical services noted an MRI was unlikely to have any influence on this. They noted to inform if the issue is not resolved by reprogramming. The hcp called the patient and confirmed no other code was seen by the patient. When the MRI took place at another hospital, the patient turned off stimulation with their own mystim (MRI mode didn't work). The patient met with the hcp at the clinic, and noted that before the MRI on february 9th, they tried to set the system to MRI mode but this did not work, so they just switched the device off. After the MRI, the patient was able to turn the neurostimulation system back on without a problem. On monday evening, the stimulation stopped without any apparent reason. Impedances were between 843 and 1027, 2 and 6 > 10,000. Battery voltage at 2.895 volts. The hcp was able to set the known program again without any issue, and stated everything is working properly again, they can also set the neurostimulation system to MRI mode. They first received this notification via the n¿vision: "ipg was completely ¿empty¿". But after that, they could just set the program again. Technical services noted the combination code 574 on the mystim and code 43 (invalid settings) on the n¿vision is an old but known issue. Generally, they do not expect this problem to occur again. Nevertheless, they advices to review the tips below to help prevent the issue. - avoid measuring group impedances with the n¿vision. - if group impedances are still measured with the n¿vision: option 1: in the same session, after measuring the group impedance, also measure the electrode impedances. Option 2: after ending the n¿vision session (in which the group impedances were measured), start a new n¿vision session. Then end this second session without measuring the group impedances. Technical services noted to let them know if the problem continues to occur despite following the steps above.